Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 21 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 47 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. B61394) for female sterilisation. The patient had a medical history of parity 2, gravida ii, pelvic pain, irregular periods, vaginal bleeding and abdominal cramps. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure,hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: two portions of essure coil that are 2.2 and 2 cm. Sectioning through the fallopian tube is unremarkable for additional essure coil. Three trailing coils on right, 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20 kg/sqm. [Ultrasound pelvis] on (B)(6) 2015: reason for exam: pelvic pain findings: the limbs of the essure contraceptive device appear to be in the cornual regions but positional evaluation is limited by ultrasound. Impression: negative exam. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage¿. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: reporters,medical history,lab data,patient information,indication,expiry date,lot no.,removal date,non drug treatment adddedmeidcal device removal was updated to device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 21 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 47 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. B61394) for female sterilisation. The patient had a medical history of parity 2, gravida ii, pelvic pain, irregular periods, vaginal bleeding and abdominal cramps. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure,hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: two portions of essure coil that are 2.2 and 2 cm. Sectioning through the fallopian tube is unremarkable for additional essure coil. Three trailing coils on right, 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20 kg/sqm. [Ultrasound pelvis] on (B)(6) 2015: reason for exam: pelvic pain findings: the limbs of the essure contraceptive device appear to be in the cornual regions but positional evaluation is limited by ultrasound. Impression: negative exam lot number: b61394 manufacture date: (B)(6) 2024 expiration date: (B)(6) 2027. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.